Manufacturer narrative:
Continuation of d10: product ID 8731 lot# b002977n25 implanted: (B)(6) 2003 explanted: (B)(6) 2023 product type catheter pro duct ID 8596sc serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 16-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported per the operative note for procedure date (B)(6) 2023, several potential complaints were noted, impaired skin on the lumbar spine, wound drainage and collection of fluid around the catheter, would dehiscence and surgical site abscess, severe pain/discomfort, and surgical site infection. Would culture with e. Coli and e. Faecium. The patient was washout and devices were removed on (B)(6) 2023. They were also treated with oral medications.